Manufacturer narrative:
All internal documentation shows there was not an issue with the device and as reported the dentist and patient ordered 2nd device. In addition, neither the patient nor the treating dentist have been responsive to a month of repeated contact attempts by multiple parties. This indicates the device was not likely the causative item for the suspected reported injury.

Event description:
A product review was posted on yotpo as follows: "product review disappointed. The orthofx experience has not been great. Before starting orthofx, I had trouble finding data around what the tooth fracture rates were for patients. My dentist assured me that in his experience he did not see this much. Since first 20 week set of trays I had one tooth pulled and I had another tooth that required a crown when it sheared after a visit with the dentist at the halfway point. After 20 weeks my bottom teeth are crooked and do not look at all like the simulations. A new set of trays were ordered before the holidays and they have still not come in. In addition, after week 20, my dentist and I had a real heart to heart conversation about my disappointment. During that visit I learned that orthofx should have started some sort of monitoring by me taking pictures with my cell phone on a periodic basis. I was never prompted to do this. Seems to me orthofx is more concerned about upfront payments then addressing concern of end user- patients like me."